Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use protégé gps self-expanding stent during treatment of the patient's common iliac artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was noted during advancement of the device. It was reported the stent was not deployed in the target area. The stent jumped and was deployed in an area without abnormality. A replacement protégé gps stent of the same size was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned in a fully deployed state, with the manifold safety locking pin tightened. No stent was returned with the device. The device was identified from the strain relief, the deployment paddles were fully pushed together, the protégé gps was received with the inner nylon spline advanced. A section of the inner appeared flattened, at approx. 1.5 ¿ 2.5cm proximal to the distal tip and a kink was observed on the inner at approx. 16.5cm, adjacent to the stent retainer, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 30mm and 32mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.